Event description:
A report was received that the patient was experiencing new pain around his ipg site whether device was on or off. The patient was given steroid injection; however, the patient was still experiencing pain after the injections were performed.

Event description:
A report was received that the patient was experiencing new pain around his ipg site whether device was on or off. The patient was given steroid injection; however, the patient was still experiencing pain after the injections were performed.

Manufacturer narrative:
Additional information was received that the patient's new pain was not device related. The patient was reportedly doing well following the treatment.